Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge consistently when placed screen-up on the charging pad with the belt clip removed, and a replacement charging pad was provided after troubleshooting and education. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem attributable to the battery charger power source. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.